Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It should be noted that the mitraclip instructions for use states ¿align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve.¿ based on the information provided the reported user error was the user miskeying the device during insertion. Failing to align the markers resulted in the miskeying of the device and resulting in the reported steering issues. The reported difficult to remove was the result of user technique. The reported poor image resolution was the result of low image quality and operator skill. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional cds device referenced is filed under separate medwatch report number.

Event description:
This is filed to report sleeve steering issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted dilated annulus and normal leaflets. Visualization was difficult due to imaging. The clip delivery system (cds- 00701u442) was advanced to the mitral valve; however, the clip could not grasp both leaflets due to dilated annulus. Therefore, the cds was retracted back into the steerable guide catheter (sgc) to be removed. But the cds became caught on the guide tip. The clip was advanced and closed further. Then the cds was able to be removed and the procedure continued with an xtr cds (00123u162). The cds was steering down to the valve, when the physician noticed the cds was mis-keyed. The cds was removed, but the clip arm became caught on the sgc. The clip was closed further and the cds was removed to be re-keyed. The cds was successfully advanced to the mitral valve, and the clip was deployed. Two clips were implanted, reducing mr 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.